Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in a 90% stenosed and heavily calcified lesion in the mid left anterior descending artery. A 3.5x19mm graftmaster rx covered stent system failed to cross due to resistance with the anatomy. The perforation was successfully sealed with a new 3.5x19mm graftmaster rx covered stent. There were no adverse patient sequela and no clinically significant delay in the procedure.